Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. Issue encountered when removing the drain. The latter broke at the junction between the white drainage part and the transparent part as this junction is at the limit between the skin and the depth, the surgeon had to give a local anaesthetic and use the device to remove it. Local anaesthetic and use the device to go into the depth. Additional local anaesthetic. Broken part. No sequels. Search for the broken part. Additional information has been requested.

Manufacturer narrative:
Product complaint: (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the date of the 2nd procedure performed to remove the piece of drain left in the patient? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure? (B)(6) 2024. Were there any intra-operative complications? If so, what were they? Yes, additional local anesthesia to recover the drain in depth. Where was the tip of drainage tube located? 2 drains externalized at the pubis level. How was the drain secured? Fixation by a vicryl thread 2/0. What was the date of first activation? Surgical intervention on (B)(6) 2024. How was the product function verified following the first activation? Aspiration with redon bottles. Who monitored the drainage and how often? Post op monitoring every hour for 12h then every 3h for the rest of the 48h. Was leakage detected? No. The diagnosis and indication for the index surgical procedure? Abdominal apron post-slimming and hernia white line; abdominoplasty and retromuscular wall plate implantation. What was the date of the 2nd procedure performed to remove the piece of drain left in the patient? (B)(6) 2024 under local anesthesia. Findings, will piece be returned? Yes, all pieces are shipped for analysis. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Fragility at the junction between the white draining part and the transparent pipe part. What is the patient's current status? The patient goes well. No remote consequence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). H3 evaluation: product sample received for analysis. Complaint sample review : one complaint sample of round drain with separated flat portion was received for evaluation, received product was inspected visually, below were detailed findings: 1. Non-separation end of the round drain was fixed with the help of an adapter to a non-degania's drain. 2. Flat portion of dmd's drain was separated from the hub area. 3. While viewing the separation surfaces under magnification, significant cut / pinned marks were visible. It is suspected that, hub area (or separation surface) of the drain might have came in contact with some pinned / sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.